Manufacturer narrative:
(B)(4). D10: bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 item: 00877502802 lot: 3117541. Modular neck x2 12/14 neck taper use with +0 heads only item: 00784804101 lot: 63967914r 28mm i.d. 38mm o.d. Size c bearing item: 110031009 lot: 65627033. G2: foreign ¿ japan the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient squatted down, heard a cracking sound, and later felt as though the hip was dislocating. During an outpatient visit, an x-ray examination revealed that the femoral head, which should have been centered within the cup, was positioned at the cup margin. Subsequently, the patient underwent a revision surgery approximately three years post-implantation due to dislocation. During implant removal, the bearing was found to have rotated significantly and its margin was deformed. The femoral head was also in contact with the out shell, showing signs of wear. The surgeon speculate that excessive abduction and external rotation stress may have been temporarily applied, leading to damage of the ligament. Due diligence is complete as multiple attempts were made; however, no further information is available.